Event description:
Procedure for removal of 2 cardiac leads, one from the rv and ra. A 14fr. Glidelight was used to remove both leads. After removal of the rv lead, there was bleeding from the access site. Pressure was held x 30 minutes without hemostasis. Cardiac surgeon called to assess. Surgeon extended the generator pocket down to the subclavian artery where a small arterial bleed was found. The surgeon repaired the bleed with pledgets and suture. Pt. Survived the procedure.